Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: 03/03/2021, belt: 03/15/2021.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the patient's download data indicates the patient received one appropriate treatment and one external defibrillation on the date of passing. The device was started up at 16:18:18 on (B)(6) 2021. The patient's rhythm degraded to vf with CPR/motion artifact at 02:39:47. The patient received the external defibrillation at approximately 02:40:39. The patient's rhythm at the time of the external defibrillation was vf with CPR/motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact. The lifevest detected the vf arrhythmia, but the external defibrillation prevented the lifevest from delivering a treatment. The patient's rhythm degraded to vf at 02:40:46. The patient received the appropriate treatment at 02:41:23. The patient's rhythm at the time of the treatment was vt at 190 bpm. The patient's post-shock rhythm was asystole with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in asystole with intermittent cardiac activity from 02:42:46 until the device shutdown at 02:44:17.